Manufacturer narrative:
The device was returned to olympus for inspection. During that evaluation, it was discovered that water marks were present inside the light guide lever. Based on the results of the investigation, and the condition of the returned device; its likely that this event was caused by a component failure. Given the device exhibited evidence of water intrusion, that moisture likely compromised the unit's internal components, resulting in the reported failure mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device displayed an e315 error (incompatible scope) code. There was no patient involvement.